Event description:
Customer states, the device has a loose battery connection. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.